Manufacturer narrative:
Referring to the product inquiry the unknown gamma nail is stated to be the primary product. The lag screw and locking screws reported are considered concomitant products. According to information received the products reported were not available for evaluation because ¿hospital retained.¿ thus, a physical examination could not be carried out. A review of the device history records, complaint history / trending and nc/CAPA history was not possible as all product data (including the lot code) are unknown. However, no product failure was reported. The only available information is that the patient's left hip was converted from a gamma nail to a total hip after implantation duration of approx. 8.5 months. Based on the sparse information provided the root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
The patient's left hip was converted from a gamma nail to a total hip.

Event description:
The patient's left hip was converted from a gamma nail to a total hip.

Manufacturer narrative:
The device was reported as unknown 13x380x125 degree gamma nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.